Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 24 x 3.00 rebel stent was advanced to treat the lesion. However, the stent delivery system snapped in half. The stent was found in the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient was fine.